Manufacturer narrative:
On (B)(4) 2013, isi spoke with the robotics coordinator and obtained additional information about the reported event. She indicated that the piece of the instrument broke off during dissection process. She stated that it was a clean break and the instrument was used per instructions. The fragment was retrieved through a assist laparoscopic port and no intra-operative tests were required to locate the fragment. She confirmed that the patient did not sustain any injuries and did not require any medical intervention due to the fallen fragment. Based on the new information, there was no indication that an adverse event occurred. However, this complaint is still being reported as a malfunction due to the piece breaking off the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that one grip tip had broken off the yaw pulley and was missing. The yaw pulley was also found broken and was missing a piece approximately 0.180 inch x 0.045 inch. No other damage was found. Evidence not conclusive, but the grip damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments based on the information provided, this complaint is being reported due to the following conclusions: a piece of the maryland bipolar forceps instrument allegedly broke off into the patient and the fragment was retrieved. However, at this time, it is unknown how the broken fragment was retrieved.

Event description:
It was reported that during a da vinci s surgical procedure, one side of the maryland bipolar forceps instrument broke off into the patient. The piece was retrieved from the patient during the procedure. The method of the fragment retrieval was not reported; therefore, it is unknown if the patient required medical intervention during the process of the fragment being retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Isi attempted to contact the site for additional information; however, no additional information has been provided as of the date of this report.